Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that patient experienced chest pain. On (B)(6) 2011, the patient was diagnosed with unstable angina. Cardiac catheterization was recommended. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75 mm. The lesion was treated with pre- dilatation and placement of a 2.75 x 20 mm taxus liberté stent. Following post- dilatation, the residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel. On an unknown onset date, the patient was admitted for chest pain and still currently hospitalized. At the time of event, the dual anti-platelet therapy (dapt) status and outcome of event was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that prior to index procedure, the patient presented with complaint of non-radiating right sided chest pain associated with upper respiratory infection symptoms. On (B)(6) 2013, the patient presented with the complaints of midsternal chest pain radiating to right arm. Cardiac enzymes were noted to be elevated consistent with myocardial infarction (mi) and patient was diagnosed non st elevation mi (nstemi). Patient's EKG result was normal. At the time of the event, the subject was on aspirin and prasugrel. The study drug per protocol was never taken during the study. Coronary angiography revealed that the target lesion which is the left anterior descending artery (lad) had 20% in-stent restenosis of mid lad and the 2nd diagonal and 2nd and 3rd septals were jailed by mid lad study stent. Also the 2nd diagonal was found to be 100% occluded and the septal 2 and septal 3 were also found to be functionally occluded. No intervention was performed and the patient was treated medically. On the following day, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel. Fourteen days from discharged, the patient was re-admitted due to unstable angina.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient was treated medically. One day from the event was considered to be resolved without residual effects and the patient was discharged on the same day. Fourteen days from discharge, the patient was re-admitted with chest pain and was treated medically. At the time of event, the patient was taking aspirin and open label prasugrel. The patient had never taken study during the study. Five days from admission, the event was considered to be resolved without residual effects and the patient was discharged.